Event description:
The customer reported to olympus that during preparation for use, no image and color bars were displayed and with the use of the subject device visera elite video system center. The procedure was completed using another device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found no image but color bars were initially displayed. In addition, the front panel and front panel chassis were deformed/ cracked and the front socket plug pins were bent, which likely caused the image issues, and the patient board (ex-board) need replacement. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
There was no delay with the procedure reported. It was completed using a similar device (otv-s190).

Manufacturer narrative:
Updated fields: b5, d8, e2,e3, g2, h6 this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined chipped pins or foreign object around them were hooked on to the socket in the scope video connector when connecting to the connector socket. Hooked video connector was inserted further, pins on the video connector socket were pushed and bent. Olympus will continue to monitor the field performance of this device.